Event description:
It was reported pump declared an altitude alarm. Customer's blood glucose level was not impacted. Technical support provided guidance on preventing altitude alarms, and the customer understood the tips. The customer was able to resume insulin delivery using the original cartridge and no replacement was necessary.